Manufacturer narrative:
(B)(4). The zenith device has completed design control requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings, precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria. Anatomical conditions. Proper ballooning sites. F/u guidelines. Initial repair was performed (B)(6) 2007. The pt was not available for the recommended f/u per the IFU. The pt presented emergently with a ruptured aaa due to bilateral type iii endoleaks. Additional iliac legs were deployed, but the pt expired later in the ICU. Without additional info, it is difficult to determine a root cause or contributing factors of the reported type iii endoleaks. The endoleaks are considered type iiia (disconnect) and trended as such. It is reasonable to suggest that appropriate f/u may have resulted in intervention to prevent aaa rupture. Cause of death is unk. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated per quality engineering risk assessment (qera) and the risk associated with the failure mode will remain at an acceptable level with inclusion of the event. Risk mitigation is not required at this time.

Event description:
On (B)(6) 2007, an (B)(6) pt underwent an abdominal aortic aneurysm repair. The pt was lost for f/u. The pt came in through the ed with a ruptured aaa d/t bilateral type 3 endoleaks; brought to the operating room; graft lined with leg extensions but pt expired in the ICU postop.